Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2018, (B)(6) received the customer complaint indicating that during the transfer of the resident ((B)(6) years old female, weighting (B)(6) kg) using a v4 ceiling lift, (that was attached on installation rail), a slight movement of the installation was observed by the customer. According to the information provided by the customer, one of fixation points on which the rail was installed failed. No track detachment occurred as it was still supported by another fixation points. The caregiver was able to complete the transfer of the resident with use a floor lift without further issues. Neither injury nor harm was reported. The installation was excluded from use to be repaired.

Manufacturer narrative:
On 1 jun 2018, arjo received the customer complaint indicating that during the transfer of the resident ((B)(6) female, (B)(6)) using a v4 ceiling lift, (that was attached on installation rail), a slight movement of the installation was observed. No track detachment occurred as it was still supported by another fixation points. The caregiver was able to complete the transfer of the resident with use a floor lift without further issues. Neither injury nor harm was reported. During the inspection of the claimed installation mounted at the customer facility in 2005 by third party company - (B)(4)(former subcontractor), the customer allegation was confirmed. It was clarified that a linear kwiktrack rail was unstable because the one of rail fixation points (threaded rod) pulled out from the concrete ceiling. Based on opinion of arjo technician, it was caused by a void in the concrete structure which allowed the threaded rod to slip out. When reviewing similar reportable events, we have found a limited number of cases that may relate to the issue investigated here. Based on previous investigations and product knowledge, the detachment of the fixation point from the ceiling is possible to occur only when the installation was not performed adequately (not in accordance to installation guide 001-11161-en), or when the ceiling structure strength has reduced over a time. Once the installation of track rails was completed in 2005, the load testing was done by a third party - track installer, under a load of 270 kg, so the installation of the fixing appears to have been performed correctly. Due to elapse of time, it was not confirmed if the structure itself was adequate at the time of the installation. There is requirement to perform weight load test annually to detect any structural problems. As per installation guide (001-11161-en rev.2) during the weight load test "the weight to be applied must be equivalent to the maximum capacity of the track, multiplied by 1.25 or 1.5." No issue with the ceiling structure strength was observed by arjo representative during the last service performed in jul 2017. Based on the information collected to date, we cannot clearly determine the root cause of the reported issue. The arjo ceiling lift system played a role in the event as it was used with a resident at the time of the event. The installation was unstable and from that perspective, the system was not up to the manufacturer's specification at the time of the incident. Although no injury took place, we have reported investigated event to competent authorities, due to the fact that such circumstances with a patient attached on the ceiling installation rail system upon recurrence may pose a resident at risk.